Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ fmc cassette and the patient¿s peritonitis event on (B)(6) 2019. However, there is no allegation nor any objective evidence that a liberty select cycler/fmc cassette malfunction or product deficiency was associated with this event. The patient has a past medical history of bacterial peritonitis on (B)(6) 2019 which was treated with a 3-week course of antibiotics. Fungal peritonitis is a known potential complication in pd patients and is often associated with previous bacterial peritonitis and pro-longed antibiotic use. Therefore, the patient¿s previous antibiotic course was probably a confounding factor in the subsequent yeast peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 due to symptoms of abdominal pain and weakness and was subsequently diagnosed with peritonitis. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) the alleged event was confirmed. It was reported that pd culture results obtained in the hospital on (B)(6) 2019 yielded growth of yeast. Details surrounding the patient¿s hospitalization course are not known as the hospital records are unavailable. However, it was reported the patient¿s pd catheter (not a fresenius product) was removed (unknown date) and the patient was transitioned to hemodialysis. The patient is also receiving antibiotic therapy (unknown drug, dose, route, frequency). Per the nurse, the patient currently remains on hemodialysis. The patient¿s disposition is unknown as the patient was still hospitalized upon follow-up. The pd nurse stated the patient has a past medical history of bacterial peritonitis on (B)(6) 2019 which was treated with a 3-week course of antibiotics (previously submitted on MFR report #s- cycler- 2937457-2019-02725, cassette- 8030665-2019-01358). Per the nurse, the patient complained of generalized not feeling well after this event but she clarified there was no objective evidence the patient had an ongoing peritonitis infection. The nurse indicated the patient¿s previous antibiotic treatment from the prior bacterial peritonitis in (B)(6) 2019 may have been a contributing factor in the subsequent yeast peritonitis. The patient did not experience any fluid leaks or any other product issues in relation to the peritonitis event.